Event description:
Customer stated, "she was using this pad on the couch and all of the sudden she saw a big flash spark and she jumped up." The product was returned for investigation. The product was approx. 8 years and 7 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator observed a cut and burn near on the cord near the strain relief. This was the cause of the flash. Customer had been wrapping the cord under the switch during use, causing tension on the area near the strain relief and the issue. The pad showed signs of misuse. It was bunched, stained, had bent leads, and had bent thermostats, this is observed when the pad is folded/ laid on during use. Additionally, the customer admitted to laying on the pad. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". The customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.